Event description:
Additional information received a month later reported that the patient was still having concerns with their device or therapy, but was seeking help. The patient reportedly had "little benefit" from the device.

Event description:
It was reported the patient¿s stimulation was intermittent. They did not feel stimulation when the programmer was moved from the skin. While on the call, stimulation was confirmed on. Previously, the patient turned stimulation up until it was painful and then turned it down. They had never had therapeutic effect. The patient was getting up every one to one and a half hours during the night prior to call. The trial had been successful. The patient was under the effects of anesthesia when being told about therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0t4dh, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).